Manufacturer narrative:
Based on the claim against the product by the customer noting heavy mtmr roll axis 5 and mechanical noise from the mtmr, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and reproduced the reported issue. The fse replaced the mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and found to emit mechanical noise during the calibration. The axis 5 mech cable will be replaced as a fix. A root cause of the reported failure was attributed to a component failure. The complaint regarding heavy mtmr roll axis 5 and mechanical noise from the mtmr was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to a component failure of the mtmr. This issue can be resolved by replacing the mtmr. This complaint is considered a reportable event due to the following conclusion: the fse confirmed the reported issue in the investigation and replaced master tool manipulator right (mtmr). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that master tool manipulator right (mtmr) grip roll axis (axis 5) was heavy and emitted mechanical noise. The procedure was being carried out under this condition. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. There was no patient impact due to the issue. The procedure was completed robotically.